Manufacturer narrative:
H10: a philips customer care representative (ccr) talked to the customer in order to get the issue processed. The issue was later canceled after a phone call between the ccr and the customer occurred. The cause of the event could not be determined. No work was performed by any philips personnel. Good faith efforts were made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the investigation was cancelled subsequent to a phone call with the customer.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that they were not getting any audible alarms at their patient information center (pic). The device was in use on a patient. There was no report of patient or user harm.